Event description:
Additional information was provided. It was elaborated that the image "looks like an old tv screen - static - image jagged". The issue occurs intermittently and usually when the are moving (suctioning, passing forceps, etc.) Or removing (turning). The reported issue has only led to a few seconds delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b5, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the reported event was not confirmed. Upon further follow up, the customer decided not to send the device in for repair despite an olympus representative advising them to do so. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported the screen of the evis exera iii xenon light source shakes, became blurry, and then went black with an unsupported signal when feeding the forceps. The issue was found during an unknown procedure. There were no reports of patient harm.